Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a surgical revision for this patient's right atrial (ra) lead, this right ventricular (rv) lead was found to be outside of the patient's right ventricle in the pericardial space. The helix was retracted, the lead was pulled back into the rv, and was successfully repositioned. No additional adverse patient effects were reported. The lead remains in service.